Event description:
It was reported that the colonovideoscope screen became noisy. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal stripes in image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction screen becomes noised: component failure. Based on the results of the investigation, it is likely the following led to the malfunction horizontal stripes in image: the screen became noised, causing horizontal stripes in image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.